Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) did not rebound after being pressed. A surgical procedure was performed to remove and replace the pump. During the procedure, it was noted that the cylinders could not be inflated; therefore, the cylinders were also removed and replaced. No patient complications were reported.

Manufacturer narrative:
Correction to field h6: device codes. Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the ms pump and cylinders of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ms pump was microscopically inspected, leak and functionally tested. The ms pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The ms pump did not pass the activation tests 2 and 3. The cylinders were microscopically inspected and tested for leaks. The first cylinder had a hole and broken fabric threads from sharp instrument in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal end of the cylinder. The first cylinder had a leak from sharp instrument damage. The second cylinder had a hole in the proximal end of the cylinder from sharp instrument. The second cylinder had wear at fold in the proximal end of the cylinder. No leaks were found in the second cylinder. Based on the information available and analysis results, the reason for collapsed/dimpled/flat pump was most likely determined to be the ms pump not passing the activation tests 2 and 3. The sharp instrument damage to the cylinders most likely occurred during the explant surgery and is considered a secondary failure. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) did not rebound after being pressed. A surgical procedure was performed to remove and replace the pump. During the procedure, it was noted that the cylinders could not be inflated; therefore, the cylinders were also removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) did not rebound after being pressed. A surgical procedure was performed to remove and replace the pump. During the procedure, it was noted that the cylinders could not be inflated; therefore, the cylinders were also removed and replaced. No patient complications were reported.